Event description:
It was reported that the ventilator had physical damage to the front panel and that the positive end expiratory pressure (peep) adjustment was not working correctly. There is no further information available on this event. No patient injury was reported.

Manufacturer narrative:
One unit was returned for investigation. Upon physical inspection, it was found that the complained issue could be duplicated. The problem source is user interface. The manufacturing DHR is not relevant to the investigation as the problem source is user interface.